Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer experienced an issue where the elecsys free psa immunoassay results were higher than the elecsys total psa immunoassay results for two samples from one patient. The customer used the cobas e 411 immunoassay analyzer serial number (B)(4). For the initial sample, the free psa result was 5.56 ng/ml and the total psa result was 0.25 ng/ml. The initial sample was repeated. The free psa result was 5.77 ng/ml and the total psa result was 0.23 ng/ml. The initial sample was repeated with an automatic 1:2 dilution. The free psa result was 5.78 ng/ml and the total psa result was 0.27 ng/ml. For the initial sample tested with the abbott method, the free psa result was 0.08 ng/ml and the total psa result was 0.56 ng/ml. On (B)(6) 2018 a new sample was collected from the patient. The free psa result was 5.43 ng/ml and the total psa result was 0.24 ng/ml. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. This medwatch will cover the free psa results. (B)(4).

Manufacturer narrative:
The patient sample was submitted for investigation. The customer¿s results of free psa and total psa are reproducible and their complaint has been confirmed. The investigation was performed by adding an additional anti-psa antibody of a different specificity and the concentration of total psa was greater than 2.84 ng/ml. The investigation determined that the false low total psa results were due to one or more interfering components.